Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a heavily calcified lesion (90 percent stenosis degree) in a moderately tortuous part of the lcx. The lesion was pre-dilated with an 2.5/15 balloon. While ballooning the lesion, it did dilate but a micro dissection occurred. The pk papyrus was attempted to cross the lesion but was unsuccessful. Upon retracting the device, the stent slid off the balloon very easily and without much force. The stent was retrieved from patient. It was proceeded with ballooning, and a des was selected and deployed with success.